Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated a ¿70 ¿ backlight communications¿ alert that was verified in device history; the patient was instructed to perform a restart, the alert recurred after restart, and the device was replaced, with education provided on backup therapy and continued dexcom use. Symptoms included no impact to blood glucose. Outcomes included temporary interruption of automated insulin delivery until the replacement arrived. Investigation included review of device history and user-reported performance and provision of troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a persistent malfunction related to device backlight communication that was not resolved by a restart, consistent with a device component or control issue requiring replacement. It was concluded that a faulty chip on the mainboard was the cause of the nonfunctional backlight.